Manufacturer narrative:
It was reported that during troubleshooting for the reported issue, the customer was assisted by an olympus representative. During troubleshooting, the suspected cv-190 unit was unable to get an image with a gif-h180j scope but successfully got image using a 190-video scope. The olympus representative advised the customer that the cv-190 unit is experiencing communication issue and need to be send in for repair. However, the customer stated the issue was found to be with the scope and the subject device will not be returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii video system center displayed no image. In additional, the unit displayed error code e311 "wht bal incomplete" (white balance error). The event occurred during preparation for use, prior to an unknown procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for inspection, repair, and evaluation. Based on the results of the investigation, a definitive root cause could not be established. The reported phenomenon could not be checked for duplication, and no speculative cause could be determined. Olympus will continue to monitor field performance for this device.